Event description:
As reported: "during opening of the screw packaging a foreign body was visualised by the scrub nurse, myself and the scout nurse. The screw and foreign body were removed into a specimen jar and collected for return to stryker for investigation. There was no delay in surgery and no impact on the patient as the screw was not implanted and was quarantined within a separate area of the aseptic field. A second screw of the same size was opened and implanted."

Manufacturer narrative:
The reported event could not be confirmed, since the item was received in already unpacked condition and with missing original packaging. The returned part was received in a plastic jar inside a plastic pouch with the inscription « biological hazard. Detailed inspection through transparent plastic jar revealed only an unpacked locking screw but no pollution like hair. However, a foreign material in original condition could not be verified as the device was already unpacked and no evidence of pollution in original condition was provided. However, no evidence [like a photo] is available to confirm the foreign material in original condition and it could not be excluded that the pollution occurred at the user site during opening/handling of the device. The IFU instructs that inspection is recommended prior to surgery. Presence of pollution in original condition could have been best presented in unopened condition as it is obviously visible through the clear blister. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "during opening of the screw packaging a foreign body was visualised by the scrub nurse, myself and the scout nurse. The screw and foreign body were removed into a specimen jar and collected for return to stryker for investigation. There was no delay in surgery and no impact on the patient as the screw was not implanted and was quarantined within a separate area of the aseptic field. A second screw of the same size was opened and implanted."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.